Manufacturer narrative:
Qn#(B)(4). The customer returned one sheath assembly for evaluation. The sheath sidearm contained significant signs of use in the form of biological material. Visual examination revealed the proximal end of the sheath body was separated from the hub of the valve/sidearm. No remnants of the sheath body remained adhered within the hub. The total length of the separated sheath body measured to be 5.04" which is not within specifications of 3.875-4.75" per product drawing. This indicates that the sheath body was pulled completely out of the hub. The outer diameter of the sheath body measured to be 0.115" which is within specifications of 0.111-0.115" per product drawing. The IFU provided with this kit warns the user, "do not apply excessive force in removing guide wire or sheath/dilator. If withdrawal cannot be easily accomplished, determine cause using fluoroscopic guidance and request further consultation, if necessary.". The customer report of sheath separation was confirmed by complaint investigation of the returned sample. The sheath body was separated from the side arm and valve assembly. No remnants of the sheath body remained within the hub, indicating that the assembly was not properly secured. Based on this finding, manufacturing (assembly) caused or contributed to this event. A non-conformance request has been initiated to further investigate this issue.

Event description:
The customer reports that upon removal the sheath became detached from the hub. Sheath was removed from patient without incident.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that upon removal the sheath became detached from the hub. Sheath was removed from patient without incident.